Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. An alarm log review identified a battery low alarm. The reported condition of cannot turn on was confirmed as a battery low alarm. The root cause of the reported condition was due to depleted main batteries. To resolve the issue the batteries were replaced. The device was serviced, passed all tests and was restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump cannot turn on. There was no patient involvement. Additional information was requested and is not available.